Manufacturer narrative:
Evaluation: results: complaint could not be confirmed as leads were received broken and incomplete caused by overstress conditions and no functional testing could be performed due to incomplete leads. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2011-04371, 04390. The patient received his scs system on (B)(6) 2008. It was reported the patient was not receiving enough stimulation, and had invalid contacts. The physician explanted the patient's leads and extension and replaced these with one lead on (B)(6) 2011. It was reported the patient was receiving effective stimulation postoperative.